Event description:
It was reported that an ilet pump¿s touchscreen was cracked and the device was nonfunctional, with the user unable to recall how the damage occurred. Symptoms included no adverse clinical effects reported. Outcomes included replacement of the device, instruction that the device would no longer be watertight, guidance to back up therapy if desired, shutdown steps to prevent further alerts, and confirmation that therapy data would not transfer to the replacement. Investigation included internal review of the reported physical damage and verification of shipping, return, and data sync instructions. Investigation of this case revealed external physical damage to the touchscreen that rendered the device inoperable, consistent with a damaged display component. It was concluded, based on previously established findings for similar reports, that the cause was user-related physical damage.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.